Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked, however, it is not broken off the device as reported. The device was tested with a generator and an error code 5 was noted. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade ¿lockout¿ later in the procedure. It is possible that the device returned is not the device complained about.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colon procedure procedure, the device's blade broke off in the patient , but it was able to be retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.